Event description:
Information from ae regulatory system: at 15:03 on (B)(6) 2025, a patient underwent precise botulinum toxin injections for facial wrinkles at our hospital. During the procedure, the doctor discovered that the disposable sterile insulin syringe being used had a serious problem with insufficient injection smoothness, frequently causing resistance and making it difficult or impossible to push during injection. After replacing the syringe, it was discovered that the needle tip of the replacement syringe was visible hooked. Facial botulinum injections require extremely high precision in dosage control. Prior to treatment, the dosage for each injection site is meticulously calculated and precisely planned, even the slightest difference can affect the final wrinkle removal effect. The problem of injecting not smoothly directly leads to inaccurate control of the drug dosage, which not only undermines the expected treatment effect, but may also cause risks of facial muscle imbalance caused by localized drug dosage deviation. Furthermore, when the hooked needle pierces the skin, it can cause additional mechanical damage to the local tissue. The patient can clearly feel a sharp stinging sensation, which not only significantly reduces the comfort of treatment but also easily causes patients to worry about the safety of treatment, seriously affecting their medical experience. Ae report no. (B)(4). Call center didn't contact with customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 328421. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.